Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room due to high blood glucose on unknown date. The customer¿s blood glucose level was 300 mg/dl which was treated with insulin pump. Customer was experienced symptoms like exhausted. Customer stated that reservoir had air bubbles. Customer also stated that location of air bubble was reservoir and tubing. Customer stated that approximate size of air bubble was small. The customer also stated that they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active. The insulin pump and reservoir will not be returned for analysis.